Event description:
Additional information was received from the patient. They reported that second x-ray showed no disconnect. The issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2y7e5); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that was for assistance in determining if can have an MRI of their hip. Reviewed MRI information. With instruction, patient connected to implant and placed into MRI mode. Patient then reported that about a month ago had an x-ray(ordered by orthopedic physician) as patient said has had leg problems and is trying to diagnose the issue. Patient said that was told that on the x-ray there was a loose wire on the right side. Patient doesn't know what the loose wire is from. When asked, patient said that has had back pain for a long time, and that this is patient's third fusion and has 8 vertebrae that are fused together. Patient said that the pain is severe every day and can hardly do anything. Patient also said that when they stands up they has severe pain. Redirected patient to managing physician to review x-ray and fill out MRI eligibility form. Reviewed with patient that MRI mode information may need to be updated. Patient to provide update afterwards.